Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that his device is not working, starting from the day it was implanted. The patient reported that he has had problems since day one with the unit. The patient stated that he has got some relief (30% relief) and that it is better than nothing. The patient noted that when he goes somewhere, he has to put paper towel in his pants, and can't wear light color pants. The symptoms reported were bowel symptoms. The patient reported that when he sits down his buttocks vibrates. The patient had called the doctor and the doctor said he only puts the device in and replaces the batteries, and to call the manufacturer. The patient stated that he has talked to a person who he believes is a manufacturer representative (rep) 2 times, maybe 3 times. The rep had him change from he thinks program 4 to 1 over the phone. The patient confirmed that stim is on at program 1 at 1.7 volts. The patient reported that he does feel stim currently, and that it is vibrating on the right side. The patient noted that it is not uncomfortable, he has to think about it to feel it. The patient increased stim on program 1 to 2.2 volts. The patient reported that he felt the stim in his back. Patient services told the patient to give it two days and see if he gets any relief. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on (B)(6) reported the interstim therapy was still not working for him. The patient was still wearing a paper towel in his pants and could not wear light colored pants due to fecal issues. The patient stated that when he called the healthcare professional¿s (hcp) office following the last call he was told the hcp only did implant and replacement surgeries and the confirmed he had an appointment with an different hcp next month. The patient changed to program 3 and increased stimulation to 2.1 where he could start to feel stimulation. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was still having problems clarifying that they suddenly experienced no symptoms control and have gradually gotten worse. Patient stated that their manufacturer representative told them to increase little by little so they increased up to 3.4 but was still not helping. Patient stated they may need to try a different program. During call, patient used patient programmer to confirm stim was currently on at 3.4 on program 4. Patient wanted to increase stim which they did up to 4.0 and was comfortable sitting and standing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's device was not working for patient's symptoms. The patient stated that he had tried different programs and the patient thought he started on program 4 at 1.7 and increased on that program. The patient noted that he thought he also tried program 2 and he saw his general practitioner and the patient was to the point where he wanted to remove the device because the device was not addressing his symptoms. It was mentioned that the device helped his symptoms for a little while. Troubleshooting attempts were made and the stimulation was set to 2.1. The patient increased to 2.2 and didn't feel anything. The patient continued to increase and the patient felt stimulation at 3.0, like a throbbing. The patient confirmed that he felt stimulation at a comfortable level. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and it was reported that the implant was not doing what it was supposed to be doing and was not working for them. Patient was originally on 1.7v and then increased to 4.0v, which was too strong and painful, so they decreased down to 3.8v and it was uncomfortable. Patient did not want to decrease stimulation because it would not be working at all. Patient stated therapy was helping them 50% or more since having therapy. No further complications were reported.